Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿small oil droplets¿ were noticed after medication was discharged from the bd¿ insulin syringes. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received ten (10) 3/10cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 7044868 from the customer. The customer states that small oil droplets are noticed after the medication has been discharged from the syringe. All returned syringes were examined and no visible droplets or any other foreign matter was observed. Also, no droplets or any other material came out of the cannula when fully depressing the plunger rod. As per manufacturing, a review of the device history record was completed for batch #7044868. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7044868 conclusion: root cause cannot be determined at this time as the issue is unconfirmed.